Event description:
A user facility reported to us that the device had "no suction on int, no cycle" on (B)(6) 2014. There was no patient involvement, and the incident did not result in a delay of treatment. The device was evaluated on 07/31/2014 and it was noted that the device had a damaged diaphragm. Our risk document classifies the severity of a damaged diaphragm as "potentially requiring medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure". We are obtaining further clinical evaluation of the risk of this failure and will provide follow up to this report once obtained.

Event description:
This is a follow up to report submitted on 01/29/2016: clinical assessment of the failure mode "vacuum regulator fails to provide suction" has been obtained and it has been determined that this occurence does not represent a reportable malfunction due to no evidence existing to reasonably suggest that the malfunction would be likely to cause or contribute to death or serious injury if it were to recur.